Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, a small exposed metal piece was observed near the "lasso" portion of the catheter, where the tip and lasso connect. The physician noticed this issue when the catheter was removed during the case. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012454483 was returned and analyzed. Visual inspection was carried out, the catheter showed several issues. It was received with a guidewire threaded through it, which was difficult to remove. Additionally, electrode wires were exposed near the dual lumen, and the shaft was broken near the nose of the handle, allowing the metallic braided section to be visible. While the steering function was normal, enabling the distal catheter tip to rotate approximately 170° in both directions, the slide function was stuck. The shape of the capture device appeared unremarkable with no atypical features. Mechanical verification of steering and slide mechanisms were carried out. Attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood were unsuccessful, as the slide control function remained stiff, limiting its full range of motion. However, the steering function was unaffected, with the distal catheter tip continuing to rotate approximately 170° in both directions. The catheter connected to a test catheter interface cable (cic) without any resistance, ensuring a secure connection as both latches fully engaged into the catheter connector. The catheter was successfully reprogrammed and connected to the generator via a test catheter interface cable (cic). However, the ablation test could not be performed due to a generator error indicating a catheter electrical current error #2000 indicating that there was an electrical current error. Hipot and electrical continuity testing was performed. Testing confirmed the integrity of the electrode wire insulation. Nevertheless, electrical continuity revealed an open loop at electrode e1. X-ray imaging showed that the nitinol ball was completely dislodged from the dual lumen and revealed entangled wires in the shaft near the dual lumen area. In conclusion, the reported exposed metal was not reproduced, the catheter failed the return product inspection due to broken electrode wires. Exposed electrode wires, nitinol array wires dislodged from the dual lumen and entangled electrode wires and the shaft was found to be broken at the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.